Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample we cannot carry out an analysis in order. As no samples have been received and no units are available in b. Braun surgical, s.a., we have only been able to conduct a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. When additional information has been received a follow up report will be submitted.

Event description:
It was reported there was ampoule leakage. The reporter indicated that when opening the package, the leakage from the ampoule was already caused, therefore the product was not able to be used. Additional information was not provided.